Event description:
Boston scientific received information that the right atrial lead was dislodged. The physician had it repositioned but unfortunately, was not able to retract the helix. Two turning tools and a clamp were used to turn the helix but it would not move. The physician then decided to remove the lead and a replacement was implanted. When the lead was extracted, the helix was attempted to be moved but was not successful. The institution saved the lead and the field representative will return it if it's available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.